Manufacturer narrative:
The device was returned for analysis. Returned product consisted of the guidezilla guide extension catheter. The shaft and collar were microscopically examined. Microscopic examination revealed that there was a complete shaft separation at the collar of the device. The ptfe was pulled out of the collar and was attached to the distal shaft. The shaft in the collar was pushed in and damaged. The shaft on the distal portion of the separation was also damaged. There were numerous kinks throughout the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set and is within specification. The stent delivery system (sds) used in the procedure was not returned for analysis. So functional testing was performed by inserting a test sds through the collar with resistance at the pushed in shaft; however, due to the shaft being completely separated the sds was inserted through the distal tip and there was resistance at the kinks and shaft damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on may 26, 2017. It was reported that the stent had difficulty advancing through the guidezilla. The target lesion was located in the left anterior descending (lad) artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, the physician advanced an unspecified stent to the guidezilla¿; however failed to go through. Furthermore, another of the same guidezilla¿ was selected and the same issue occurred. No patient complications were reported. However, device analysis revealed that there was a complete shaft separation at the collar of the device.